Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 13 mg/dl, 14 mg/dl, 17 mg/dl, and 139 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.